Manufacturer narrative:
Returned for an evaluation was a dula lumen xcela PICC. As received, the catheter was trimmed to approximately 1 cm mark. The returned xcela PICC appeared used. The female luer lock component of the purple valve was confirmed to be cracked just adjacent to the parting line. There were no other visual defects noted to the valve or catheter. The customer's complaint description is confirmed for cracked hub luer. No component molding non-conformances or other damage was observed during visual inspection of the returned sample. The most likely root cause for the cracked female valve housing is due to an over tightened connection with a mating male luer (likely a needleless connector). A contributing factor to the over-tightened connection may be the mechanics/hand placement during infusion access. It is preferable to grasp the needleless connector (nc) when connecting a syringe/tubing to it rather than grasping the pasv valve luer hub while making a connection with the nc. Grasping the pasv valve hub while connecting a syringe/tubing set to the nc can transmit additional torque to the pasv female luer hub. Inadequate flushing of the device lumen may also be a contributing factor. The device history records for the xcela PICC packaging, PICC assembly, valve assembly and luer hub molding lots were reviewed for any deviations related to the reported hub crack failure mode. The review confirms that the lots met all material, assembly and performance specifications with no internal non conformance reports (ncr) written. The dfu that is supplied with this device contains the following precaution: it is recommended that only luer lock accessories be used with the · xcela¿ PICC with endexo¿ and pasv¿ valve technology. Repeated over-tightening may reduce hub connector life. Do not use hemostats to secure or remove devices with luer lock hub connections. Flushing - recommended procedure flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. Flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Warn ing: if using bacteriostatic saline, do not exceed 30 ml in a 24-hour period. Disconnect the syringe and attach a sterile end cap to each luer lock hub. Note: this is the recommended flush procedure for this catheter. If using a different procedure than listed above, the use of heparin may be necessary. Follow institutional protocol for catheter flushing. Precaution: incompatible drug delivery within the same lumen may cause precipitation. Ensure that the catheter lumen is flushed following each infusion. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Precaution: place a cap on the hub after use to reduce the risk of contamination. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
2nd PICC in description below: as reported: on both lines the hub of the purple lumen has cracked. Initially I assumed that the needle free device may have been over-threaded but that did not appear to be the case for the first faulty line and was certainly not the case for the second. The cases happened on different wards and had different needle free devices attached however both were appropriate to be attached to the line. Both lines were from the same batch; product code 45-671, lot number 5430656. Both patients had to have lines removed and cannulated for IV access. Patient b is particularly difficult for IV access and therefore repeat attempts for cannulation caused him discomfort. The used catheter has been returned to angiodynamics for evaluation. No patient injury or complications were reported.